Event description:
Erosion of artificial sphincter. Cuff was removed in 2002. Previously placed pump and reservoir were removed in 2003 and new aus system placed. Old aus system has migrated, causing cuff erosion.